Event description:
The customer reported that the 840 ventilator was inoperable. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the exhalation flow sensor. The ventilator passed self-testing.

Manufacturer narrative:
(B)(4).